Event description:
Affiliate reports surgeon was gaining access to the cranium to treat an aneurysm. Attempted to cut the first burr hole over sagittal sinus. First attempt the perforator did not engage. Repositioned the device and with second attempt, the dura was torn.